Event description:
During surgery the cement did not adhere to the tibial tray. Surgery was delayed approximately three hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.